Event description:
It was reported that during a routine pump refill in (B) (6) 2009, frank pus was noted around the refill area. The patient was placed on amoxicillin for two weeks and diflucan. The patient was hospitalized for treatment of a possible overlying soft tissue infection and discharge; however, the skin continued to erode. No cultures were done at that time. The patient was seen by the hcp on (B) (6) 2009. The patient denied any fever or chills, was eating and behaving normally, and did not have any pain at the pump site. It was noted the pump had migrated near the public area with skin breakdown at the superior border of the pump and the pump edge was exposed. The hcp noted a 1.25 cm area of skin breakdown with pus drainage present on the bandage. The hcp was unable to express any pus. The pump appeared flat with minimal redness around it. The patient was admitted to the hospital on (B) (6) 2009 with skin breakdown and possible cellulitis near the superior edge of the pump; the device was visible through erosion in the skin. On (B) (6) 2009, the patient underwent explant of the pump and catheter system. The catheter was removed and the tip was noted to be intact. The pump was removed with no gross contamination or infection. The margins of the incision were excised where the skin had broken down so there was fresh, healthy tissue for wound closure. The patient was discharged to her group home on (B) (6) 2009. The patient was discharged on the following medications: triple antibiotic ointment, dulcolax, ibuprofen, saline nasal spray, lamisil topical ointment, keflex, vicodin, calcium carbonate, docusate, lactulose, psyllium, multivitamin, synthroid, and oral baclofen. The patient was to follow up with her primary care hcp in approximately 10 days. Refer to manufacturer's report # 6000030-2010-02251 for events prior to this event.

Manufacturer narrative:
(B) (4)